Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that "serious force" had to be exerted on the plunger to achieve iol implantation and that immediately following implantation into the eye the optic was observed to be damaged. The iol was explanted and exchanged within the original surgery session. There was no harm/injury to the patient as a result of the event. The device has not been returned to rayner. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". As per the IFU, the user should have discontinued use of the product at the point they determined "serious force" was required to advance the lens in the injector. Our review of production records for the rayone aspheric rao600c batch 092199974 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 092199974.

Event description:
On 14th october 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a high amount of force needed to be exerted on the plunger to advance the lens and when the lens was delivered into the eye the optic was damaged necessitating lens explantation and exchange.